Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission with an episode of ventricular fibrillation, which was induced by the implantable cardioverter defibrillator due to undersensing. Programming modifications were discussed. The device remains implanted. No further information was reported.